Event description:
Customer reported he was hospitalized due to low blood glucose. Customer stated that he was clearing the snow from the driveway and that caused his blood glucose to go low. Blood glucose level at the time of the admission was around 31mg/dl. He sated he was admitted for low blood glucose but then was transferred to the intensive care unit due to high blood glucose and was treated with insulin drip. High blood glucose reading is unknown. He stated that his blood glucose levels have an unexplainable tendency to rebound. Customer confirmed he was hearing his insulin pump at the time of the hospitalization. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.